Event description:
A customer reported that their tandem mobi pump shut down unexpectedly, and the leds were not blinking. There was no adverse impact to the customer¿s blood glucose level. The pump was placed on a charging pad to turn back on, and afterward, the customer reported that the pump was charged and functioning properly, allowing them to resume using the continuous glucose monitor and insulin without issues.